Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet infusion set connection repeatedly disengaged at the luer connector, preventing secure attachment of the tubing to the pump and resulting in the user discontinuing pump therapy for an extended period until successful reattachment with guided troubleshooting. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included customer service troubleshooting and user re-education on proper luer connector engagement. Investigation of this case revealed user difficulty engaging the luer connector that was resolved by correctly twisting to the lock position and performing a full supply change, after which the system was able to be reconnected. It was concluded that the event was attributable to user technique related to connector engagement, with device function restored after proper connection and education.